Manufacturer narrative:
Concomitant product: 693565 lead, implanted: (B)(6) 2012.

Event description:
It was reported that there was occasional undersensing on stored electrograms during atrial tachycardia (at)/atrial fibrillation (af) episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.